Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that poly was cracked after the case in sterile processing department. No patient involvement has been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination indicated that the device exhibited signs of repeated use (nicked or gouged) and was cracked. Device history record was reviewed and no discrepancies were found. Root cause was determined to be wear and tear over a successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.